Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (1989, 2009.). Concurrent conditions included right lower quadrant pain, endocervical polyp and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/ side pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), scar ("scar tissue in stomach"), adenomyosis ("other injury(ies) or complication (s) please describe: adenomyosis"), metaplasia ("squamous metaplasia with mild crhonic"), cervicitis cystic ("cystic cervicitis") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy (partial), salpingectomy bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis, psychological trauma, fatigue, scar, adenomyosis, metaplasia, cervicitis cystic and depression outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, adenomyosis, back pain, cervicitis cystic, depression, fatigue, metaplasia, pelvic pain, psychological trauma, salpingitis and scar to be related to essure. The reporter commented: plaintiff r eceived treatment for pelvic pain, abdominal pain, back pain, psych injury, fatigue, chronic salpingitis, scar tissue in stomach, adenomyosis, squamous metaplasia with mild crhonic cystic cervicitis ,psych injury . 3 coils on left 6 coils on right current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion 1. Appropriate position of the micro inserts with occlusion of the fallopian tubes at the comua. Pathology test - on (B)(6) 2013: the uterine cavity sounds to 8.5 cm. A metal coil (essure contraceptive device) is inserted in the fallopian tubes. Upon opening, the cervix contains occasional mucinous cysts up to 5.0 mm in diameter. The endometrium is red-tan measuring up to 2.0 mm in maximum thickness. The underlying pink-tan myometrium measures up to 2.5 cm in maximum thickness and contains a thickened woody appearance. There is a possible 1.0 cm endocervical polyp in the posterior endocervix; the right fallopian tube including the fimbriated end measures up to 7.0 cm in length and up to 1.0 cm in diameter; the left fallopian tube inducing the fimbriated end measures up to 8.0 cm in length and 1.0 cm in diameter. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, adenomyosis, pelvic pain, most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number added. New event: psychological or psychiatric problems condition: depression was added. New reporter and plaintiffs information added. Concomitant and historical conditions added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), scar ("scar tissue in stomach"), adenomyosis ("adenomyosis"), metaplasia ("squamous metaplasia with mild crhonic") and cervicitis cystic ("cystic cervicitis"). The patient was treated with surgery (hysterectomy (partial), salpingectomy bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis, psychological trauma, fatigue, scar, adenomyosis, metaplasia and cervicitis cystic outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, adenomyosis, back pain, cervicitis cystic, fatigue, metaplasia, pelvic pain, psychological trauma, salpingitis and scar to be related to essure. The reporter commented: plaintiff r eceived treatment for pelvic pain, abdominal pain, back pain, psych injury, fatigue, chronic salpingitis, scar tissue in stomach, adenomyosis, squamous metaplasia with mild crhonic cystic cervicitis, psych injury . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to pelvic pain. New events: abdominal pain, back pain, psych injury, fatigue, chronic salpingitis, scar tissue in stomach, adenomyosis, squamous metaplasia with mild crhonic cystic cervicitis ,psych injury were added. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (1989, 2009.). Concurrent conditions included right lower quadrant pain, endocervical polyp and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/ side pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal scarring ("scar tissue in stomach"), adenomyosis ("other injury(ies) or complication (s) please describe: adenomyosis"), metaplasia ("squamous metaplasia with mild chronic"), cervicitis cystic ("cystic cervicitis") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy (partial), salpingectomy bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis, psychological trauma, fatigue, gastrointestinal scarring, adenomyosis, metaplasia, cervicitis cystic and depression outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, adenomyosis, back pain, cervicitis cystic, depression, fatigue, gastrointestinal scarring, metaplasia, pelvic pain, psychological trauma and salpingitis to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, psych injury, fatigue, chronic salpingitis, scar tissue in stomach, adenomyosis, squamous metaplasia with mild chronic cystic cervicitis ,psych injury . 3 coils on left, 6 coils on right, current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. 1. Appropriate position of the micro inserts with occlusion of the fallopian tubes at the coma. Pathology test - on (B)(6) 2013: the uterine cavity sounds to 8.5 cm. A metal coil (essure contraceptive device) is inserted in the fallopian tubes. Upon opening, the cervix contains occasional mucinous cysts up to 5.0 mm in diameter. The endometrium is red-tan measuring up to 2.0 mm in maximum thickness. The underlying pink-tan myometrium measures up to 2.5 cm in maximum thickness and contains a thickened woody appearance. There is a possible 1.0 cm endocervical polyp in the posterior endocervix; the right fallopian tube including the fimbriated end measures up to 7.0 cm in length and up to 1.0 cm in diameter; the left fallopian tube inducing the fimbriated end measures up to 8.0 cm in length and 1.0 cm in diameter. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, adenomyosis, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.